Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6), inratio: 4.1, 7.5, 3.2; lab: -. (B)(6), -, 1.4. Inratio results were completed within 2 minutes of each other. Therapeutic range: 1.7-2.3. Caller reports using one finger stick for multiple tests.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The non-conformance associated with this lot was not relevant to the initial complaint and does not affect product performance. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.